Manufacturer narrative:
Patient information unavailable, although requested. Relevant tests/laboratory data unavailable. Other relevant history unavailable. Device evaluation: the device was returned and evaluated by a cross functional team on (B)(6) 2021. Biologics were seen throughout the blades and device. The blades were extended from distal tip, not retracted, and appeared concentric. With the handle halves separated, the trigger pin was in the far track home position but was not pronated. The device was able to be manually actuated and the keys were in alignment. After soaking the barrel and sleeve, it was seen that the trigger pin rode outside of the track in the far track return path. The force from the trigger pin caused the sleeve to shift out of alignment. Due to the heavy biological build up, excess force was needed to actuate the device; this excessive force caused the trigger pin to ride outside of the track and was the cause of the experienced failure. This failure mode has been determined to be design related. The component code and health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter component code and heic codes.

Event description:
A lead extraction procedure commenced with the physician using a spectranetics tightrail rotating dilator sheath to aid in the extraction. Patient information and further case detail unavailable although requested. During the procedure, it was reported that the tightrail handle was sticking and getting caught and not working properly. However, the procedure was completed with the tightrail device with no reported patient harm. The device was returned to the manufacturer and was evaluated on (B)(6) 2021. Upon evaluation, the blades of the tightrail device were found to be extended from the distal tip. With recurrence, extended blades have the potential to cause or contribute to a serious injury; therefore this event was deemed reportable on (B)(6) 2021.

Manufacturer narrative:
It was discovered on (B)(6) 2021 that in the supplemental MDR #1, h2 and h 10./11. Were not populated, inadvertently. These fields are now appropriately populated in this supplemental MDR.

Manufacturer narrative:
Added codes: 777 and 2199.